Event description:
A falsely elevated advia centaur vancomycin result was obtained on a patient sample and the result was considered discordant when compared with repeat sample testing. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur vancomycin result.

Manufacturer narrative:
The cause for the discordant advia centaur vancomycin result is unknown. Quality controls are within range. No conclusion can be drawn. The instrument is performing within specification. The IFU in the expected results section: "as with all therapeutic agents, vancomycin concentrations must be evaluated in conjunction with the complete clinical profile to provide effective therapy."